Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found the instrument was returned damaged. As a result the functional test could not be performed. The instrument was returned with a main tube broken approximately 40.70mm from the distal tip. A piece measuring approximately 8.15mm x 8.65mm was not returned with the instrument. Components adjacent to this broken main tube show damage which may indicate potential mishandling/misuse. The instrument was returned with all of the distal end cables broken. Additional observation(s) not reported by site: the instrument was found to have a broken grip cable at the distal end. The cable was fully broken. There was no discoloration, corrosion, or contamination on the cable that would occur from improper flushing or rinsing during reprocessing. The cables appear to have been cut by the user. The instrument was found to have a broken distal pitch cable at the distal end. The broken cable segment that contains the crimp was still installed within the clevis. The cable was fully broken. There was no discoloration, corrosion, or contamination on the cable to suggest improper reprocessing as a contributing factor. The cables appear to have been cut by the user. The instrument was found to have a broken conductor wire at the distal end. The instrument failed the electrical continuity test, confirming a complete break in the wire. The conductor wire appears to have been broken by the user. No thermal damage was found on the instrument. The complaint regarding limited motion - wrist bent at 90 degrees was confirmed by failure analysis. Which indicates that the device did contribute to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted prostatectomy radical w/lymphadenectomy surgical procedure, the fenestrated bipolar forceps instrument had a limited motion, the wrist was bent at 90 degrees. No fragment fell into the patient. The procedure was completed as planned with no reported injury using a backup instrument.